Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecifed lower sensor scan results of compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer was able to self-treat initially with coca cola; however, they experienced a loss of consciousness afterwards and was provided unspecifed dose/type of insulin as treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.